Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the tube welded inside the base of the leg is at two different heights. The left rear caster socket is about 1/4" higher than the other 3 and it is causing the lift to be unstable.